Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm tmicl_12.1; -9.00/1.0/180 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The surgeon reports the patient wanted to try for monovision; in which she was unhappy with the degree of monovision and would prefer to have an exchange for a power closer to her distance requirement. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.